Manufacturer narrative:
.

Event description:
It was originally reported that the patient's device was unable to be interrogated due to end of service (eos). It was also reported the patient had an increase in day time seizures that were affecting the patient's day; therefore, the patient was referred for vns generator replacement surgery. The surgery occurred on (B)(6) 2016. An implant card from the patient's surgery was received by the manufacturer which confirmed that the generator was depleted and at the eos, pulse disabled condition. However, a returned product form (rpf) was later received and noted that the device was only at neos = yes (near end of service). Attempts to confirm whether or not the device was at eos, pulse disabled, or neos. During the neos = yes condition, the device is still delivering the intended amount of therapy and an increase in seizures would not be expected. During the eos, pulse disabled condition, the generator battery is depleted and would not be delivering therapy. If therapy is not delivered, a patient's seizure rate may increase.

Event description:
Additional information was received from the company representative noting she was able to interrogate the device on the day of surgery, indicating the device was not at the pulsedisabled condition and would still delivering therapy. However, this is believe to be a miscommunication as this information was reported through a 3rd party, and not by the company representative herself. Additionally, the company representative who was at the surgery filled out an implant card and noted the device was pulse disabled, indicating she was unable to interrogate the device. It was also noted the physician's programming system is working correctly and that he was unable to interrogate the patient's device at one appointment in february 2016, further indicating the patient's device was in the pulse disabled condition. No additional information was given. Product analysis for the generator was completed and it was found that the end-of-service warning message was verified. Burn marks were observed on the generator case, which indicated the generator may have been exposed to an electro-cautery tool during device explant. The reported allegations of increased seizures and cognitive changes were unable to be evaluated within the product analysis (pa) laboratory. The reported allegations of eos (end of service), low battery, and no stimulation were duplicated in the pa lab. The generator's pulsedisabled byte would not reset. Therefore, system diagnostics and a final electrical test could not be performed. The diagnostic vbat calculation resulted in 1.710, verifying and eos condition. The reported allegation of premature end of life was not duplicated. A battery life calculation resulted in 0.0 years remaining until neos = yes (near end of service). The as-received battery voltage was lower than typically observed for the noted consumption value. The generator was most likely at neos = yes prior to exposure to the high energy, which resulted in further energy depletion from the battery. This resulted in the observed "pulsedisabled" condition. Other than the noted events, there were no additional performance or any other type of adverse conditions found with the generator.